Event description:
It was reported that since march 2006, 3 of the electrode channels have had status 'high' and 2 electrode channels have had short circuits. In august 2006, 2 electrode channels had status 'high' and 5 electrode channels had short circuits. The clinic, without consultation with med-el, made the decision to re-implant the patient due to the number of electrode channels which were still available to the patient.

Manufacturer narrative:
The device has been explanted and has been returned where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.